Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the buttons were unresponsive. The customer states the device starts to glitch. The customer's blood glucose level was unknown. The customer states that sometimes when the bolus was programmed, the device would not calculate the correct amount of insulin. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased dome. The keypad connector was inspected and anomalies noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had broken belt clip slot, cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.